Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.

Event description:
Reports 180 suspected false positive results over time. Results unconfirmed. Mix of symptomatic and asymptomatic patients. No apparent adverse event. Report 131 of 180.